Event description:
It was reported that the target lesion was in the mid left anterior descending artery with mild tortuosity, heavy calcification, and 90% stenosis. Pre-dilatation was performed with the nc trek 3.5 x 15 mm, but the balloon ruptured on the first inflation of 6 atmospheres, for 4 seconds. There was no resistance during advancement or removal of the device. A same size non-abbott balloon was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: balance middleweight, guiding catheter: taiga al1. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.